Event description:
It was reported that the patient experienced scarring at the infusion site (leg) while wearing the pod between 24 and 36 hours. In addition, the patient reported experiencing bleeding, bruising, pain and itchiness. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.